Event description:
The implantable neurostimulator site became infected. The entire device system was explanted. No patient symptoms or treatment was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.